Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to the emergency room (ER) after eating too much (B)(6) candy and having high blood glucose. The patient's mother stated the emergency visit at the hospital was because her daughter ate too many candies, not related to her daughter wearing the pod. The following history was provided: (B)(6). The patient continued wearing the pod throughout the ER visit (10 hours). She was diagnosed with high blood glucose and high ketones. The patient was given intravenous fluids in the emergency room to flush out the ketones. The pod was worn the full 3 days, until expiration, on the leg. The device was discarded.